Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4). The issue is being investigated by manufacturing site.

Event description:
On (B)(6) 2018 maquet (B)(4) became aware of an incident with one of surgical lights- prismalix. As it was stated by customer, the paint is peeling off from surgical light. There was a probability that the paint could fall into surgical field. There was no patient involvement and no clinical consequences. (B)(4).

Manufacturer narrative:
(B)(4). Exemption # e2018005. (B)(4). The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4). Maquet sas became aware of an incident with surgical light prismalix device. As it was stated by customer, the paint is peeling off from surgical light. There was a probability that the paint could fall into surgical field. There was no patient involvement and no clinical consequences however we decided to report the issue in abundance of caution. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to event. At the time when the issue occurred the device was not being used for the patient treatment. During the investigation it was found that this is the eighth event at hand and that the reported scenario has never lead to serious injury or worse. The most probable root cause of this event is several shocks received by the device part with paint peeling, caused by collisions. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
(B)(4). Exemption # e2018005. (B)(4). The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).